Event description:
It was reported that the device was explanted and replaced due to premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of premature battery depletion could not be confirmed. Based on programmed settings and usage data, a longevity calculation was performed and the battery was within the normal longevity estimations. However, rapid depletion from eri to eos was observed. The device function was normal when tested on the bench. Therefore,the rapid depletion from eri to eos could not be determined.